Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, analysis of the device memory indicated there was a low telemetry battery voltage. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Please see (B)(4) for further explanation. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage.

Event description:
It was reported that prior to implant the device was interrogated and the battery bar was gray with pre-implant indication. After an hour the gray bar was still there. The device was not used. No patient complications have been reported as a result of this event.